Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. One other report found in the complaints databases against the d13le1 lot code - review of device history records finds no related manufacturing deviations or anomalies that would have contributed to the reported event. A search of the complaints databases finds no other reports against the remaining product and lot code combinations since their release to distribution. Additional event information and investigational inputs were requested but not provided. The investigation can draw no conclusion with the information provided. It was reported the depuy devices were used in conjunction with a competitors femoral stem. This is not recommended and is considered off label use. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision was due to recurrent dislocation.